Event description:
It was reported that the patient had enteric colitis with gallstones and presented with pain, fever, sepsis and bacteremia. Antibiotics were started and cultures were taken. The source of the infection was enteric colitis, and the organism of the infection was staphylococcus aureus. The patient also had vegetation on the tricuspid valve. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407658 lead, implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.